Event description:
It was reported that before use of the bd interlink¿ blunt plastic cannula there was dirt inside the needle. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: inside of the needle was dirty.

Manufacturer narrative:
Investigation summary: one sample was provided by the customer for investigation. Visual examination was performed on the returned sample using 20x magnification and it was found that there was brown foreign matter embedded in the needle hub. The brown foreign matter was visually identified as burnt resin. Additionally, three photos were provided by the customer for investigation. One photo shows the returned sample in a sealed blister pack. There is brown foreign matter visible. The second photo shows a closer view of the brown foreign matter. The third photo shows the top of the blister pack which provides the material number and product description. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd interlink¿ blunt plastic cannula there was dirt inside the needle. Foreign complaint the following information was provided by the initial reporter: inside of the needle was dirty.